Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issues were confirmed. The switch was cracked, and nozzle was found clogged with an unknown foreign material which could not be removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the switch was cracked, and the nozzle was clogged on the evis lucera gastrointestinal videoscope. The issue was found at reprocessing after use on a patient. The facility had reprocessed the scope correctly per procedure. The procedure was not delayed more than fifteen (15) minutes. No patient harm reported. During the evaluation of the device, it was noted the scope was insufficiently or incorrectly reprocessed. This report is to capture the reportable malfunction of the insufficiently or incorrectly reprocessed scope noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the insufficiently or incorrectly reprocessed device could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: "preparation and inspection. Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system -inspection of the air-feeding function -inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.